Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 7:00 am he received a reading of 108 mg/dl on his adc blood glucose meter which was lower than a subsequent reading of 191 mg/dl obtained on his healthcare provider's meter. Customer noted he went to his hcp's office for a regular check-up appointment and at 8:15 am the hcp obtained the reading of 191 mg/dl. Customer was diagnosed with hyperglycemia and prescribed metformin, which was a new medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1530608 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.